Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it got fragmented during removal from the uterus'), pelvic pain ('pain'), pregnancy with contraceptive device ('post-implant pregnancy') and autoimmune disorder ('autoimmune-like symptoms') in a female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 4, fatty liver, drug allergy, nausea and fibromyalgia. Previously administered products included for an unreported indication: tylenol and advil. Concurrent conditions included hashimoto's disease, vein disorder, abdominal pain lower, gastritis, rash, irregular menstruation, uterine bleeding, vaginal bleeding, perineal pain, nabothian cyst, adenomyosis, vomiting, diarrhea and menorrhagia. Concomitant products included heparin, levofloxacin (lovenox) and phenazopyridine. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), vaginal disorder ("vaginal scarring"), allergy to metals ("nickel sensitivity"), hypersensitivity ("allergic reaction") and feeling abnormal ("feeling miserable") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy and enterolysis). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, pregnancy with contraceptive device, autoimmune disorder, vaginal disorder, allergy to metals, hypersensitivity and feeling abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, autoimmune disorder, device breakage, feeling abnormal, hypersensitivity, pelvic pain, pregnancy with contraceptive device and vaginal disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2010 in the pfs, but in insertion details (B)(6) 2008 was given. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, pelvic pain, autoimmune disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it got fragmented during removal from the uterus'), pelvic pain ('pain'), pregnancy with contraceptive device ('post-implant pregnancy') and autoimmune disorder ('autoimmune-like symptoms') in a female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 4, fatty liver, drug allergy, nausea and fibromyalgia. Previously administered products included for an unreported indication: tylenol and advil. Concurrent conditions included hashimoto's disease, vein disorder, abdominal pain lower, gastritis, rash, irregular menstruation, uterine bleeding, vaginal bleeding, perineal pain, nabothian cyst, adenomyosis, vomiting, diarrhea and menorrhagia. Concomitant products included heparin, levofloxacin (lovenox) and phenazopyridine. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), vaginal disorder ("vaginal scarring"), allergy to metals ("nickel sensitivity"), hypersensitivity ("allergic reaction") and feeling abnormal ("feeling miserable") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy and enterolysis). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, pregnancy with contraceptive device, autoimmune disorder, vaginal disorder, allergy to metals, hypersensitivity and feeling abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, autoimmune disorder, device breakage, feeling abnormal, hypersensitivity, pelvic pain, pregnancy with contraceptive device and vaginal disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2010 in the pfs, but in insertion details (B)(6) 2008 was given. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, pelvic pain, autoimmune disorder. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.